Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was damaged. Customer stated that ring was completely came off from reservoir compartment but reservoir was able to lock in place. Customer stated that insulin pump got stuck with belt clip and then fallen so insulin pump was cracked. Customer¿s blood glucose was 140mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, stained keypad overlay, pillowing keypad overlay, missing display window cover and minor scratches on lcd window.